Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes, the plan is continuing to be monitored. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Additional information was added.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes. The plan is continuing to be monitored. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered for this implantable cardioverter-defibrillator and the post-shock impedance measurements decreased. No additional adverse patient effects were reported. This product remains in service.